Event description:
It was reported that the infusion set was leaking at the cannula. The patient notices wetness under the self-adhesive of the infusion set. The patient experienced elevated blood glucose levels in the 400's mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.